Event description:
During a primary total hip replacement, the reamer handle snapped. The procedure was completed successfully with another device with no reports of patient/use injury or adverse events.

Manufacturer narrative:
Complaint sample was returned and the reported event was confirmed. The adapter end was fractured. Both the adapter end and shaft contain numerous nicks and scratches indicating wear. Clamp marks on the broken adapter and the breakage observed would have been caused by an overload that would not occur during normal use. Therefore the failure mode is attributed to misuse and an overload. A process review was completed and no discrepancies were found. No further investigation is required.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device, an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information was provided by (B)(6).